Manufacturer narrative:
The customer reported that the system had low vacuum. The customer has been contacted for additional information; however, no further information has been received. The company service representative examined the system and was not able to replicate the reported event. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. Unrelated to the reported event, the company service representative replaced the xenon lamp due to high lamp hours. The system was manufactured on october 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported experiencing low vacuum. Additional information has been requested.